Event description:
Customer reported a malfunction alarm with code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which the customer followed, and the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue reappeared, and they acknowledged this guidance.